Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was duplicated. Evaluation of the device found the upper housing to be warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.